Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that low impedance was observed on the lead. Under and intermittent sensing were noted. The lead was explanted.